Event description:
When inserting the valve (#21-regent) and tying down the stitches, the physician noticed that a leaflet was missing on the implant. Prior to implanting, the team at the field could not recall looking at the valve for confirmation of the mechanical leaflet. The valve went in well, but the leaflet broke off into the ventricle. The valve was removed and the leaflet was retrieved from inside the left ventricle. Another valve was inserted without incident.